Manufacturer narrative:
The following devices were also listed in this report: triathlon fem dist aug 10mm size 2 left; cat # 5541-a-201; lot # s4z4d. Triath fem distal aug 5mm - size 2 left; cat # 5540-a-201; lot # sga9t. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1203242k. Triathlon stem extender 25mm; cat # 5571-s-025; lot # r0061h. Tri ts femur sz2 left; cat # 5512-f-201; lot # te44e. Triathlon hinge b/plate size 3; cat # 5612b300; lot # 49l2p. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1832926j. Simplex hv us 1 pack; cat # 6194-1-001; lot # 527ab826eg; qty: 4. Simplex hv us 1 pack; cat # 6194-1-001; lot # 527ab826eg. Simplex hv us 1 pack; cat # 6194-1-001; lot # 527ab826eg. Simplex hv us 1 pack; cat # 6194-1-001; lot # 527ab826eg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: total knee revision case. After surgery, patient knee became infected. Took out 3x11 revision poly insert and replaced another 3x11 revision poly insert. Note: rep confirmed that prior revision was not a revision of stryker implants.